Event description:
It was reported that the patient presented in clinic for a generator change procedure. Upon interrogation, the atrial lead and right ventricle lead exhibited noise that was oversensed by the device. Both atrial lead and ventricle lead were explanted and replaced. The patient was in stable condition.